Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 mg/dl. The customer consumed juice to treat the low bg level. Review of the pump data logbook by tandem technical support showed that the customer had elevated temporary rate alerts which could have potentially caused the customer to experience the low bg levels. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. Two cartridge change sequences were conducted at 1:07am and 2:05am, on (B)(6) 2017. There were no erratic basal rate adjustments or bolus requests. There were no obvious deliveries or requests that would lead the low bg level recorded. There is no evidence that the insulin pump experienced a malfunction or failure.